Event description:
It was reported that the syringe 0.3ml 31ga 6mm half unit 10bag experienced scale marking issues. Product defect was noted prior to use. The following information was provided by the initial reporter: the first scale mark (zero point) is not drawn.

Manufacturer narrative:
H.6. Investigation: complaint evaluation / complaint history check for the event(s) that occurred. Investigation summary: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that the first scale mark is not drawn. The returned syringe was examined and exhibited a missing zero unit scale marking. Sample will be forwarded to manufacturing (holdrege) on 06sep2019 for further review. A review of the device history record was completed for batch # 7219536 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200710275] noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3 ml 31ga 6 mm half unit 10bag experienced scale marking issues. Product defect was noted prior to use. The following information was provided by the initial reporter: the first scale mark (zero point) is not drawn.